Manufacturer narrative:
In late 2007 nidek inc. Was originally informed of the two free flaps on two different patients, we were told by the facility that there was no patient injury. Nidek opened incident report. Nidek received the unit in for repair and found damage to the handpiece that may have resulted in the "hinge" size too small, which could result in a free flap. All other findings/problems on the mk were from normal wear and tear. The unit was repaired and returned to the customer. Based on the service report and the claim that no injury occurred, nidek closed this incident report. In early 2008, we received another call from the same facility stating they had another incident using their second mk-2000. The caller did not have any details at the time. Nidek opened incident report and coordinated to have this unit sent in for inspection. Due to the fact that nidek received two calls within a short period of time, claiming similar issues with two different keratomes, we decided to reopen the original incident report and started investigating. Nidek made repeated attempts at contacting the facility and was told that these matters were being handled by the risk management department. Nidek finally received all the documentation regarding these "incidents" from hospital risk management, six months after the original incident. At this time, we were made aware that one of the patients required surgical intervention to prevent impairment to vision and/or cornea. The patient required 4 sutures, after the laser was completed to hold the "free flap" in place. We requested further patient data and it was received on 07/08/08. This information states that the patient is healing as expected with no further complications. In conclusion, nidek inc. Has determined this to be user error that caused damage to the microkeratome which resulted in a free flap.

Event description:
In late 2007, nidek inc received a call from hospital, reporting 2 free flaps on two patients while using the nidek mk-2000, reporter stated that no patient injury occurred, however, they requested an inspection and service to be done on the keratome. Nidek inc. Completed the call log and incident report (documenting that no patient injury occurred) and arranged to have the keratome shipped in for service.